Manufacturer narrative:
On (B)(6) 2010 a customer contacted haemonetics to return an orthopat machine for preventative maintenance. No donor or operator injury or reaction was reported. Upon eval of the device a blood spill was discovered. The machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
On (B)(6) 2010 a customer contacted haemonetics to return an orthopat machine for preventative maintenance. No donor or operator injury or reaction was reported.